Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. A contactor became stuck in the closed position causing a pump motor to continuously run and produce the burning smell as reported by user facility personnel. No alarms on the reliance 444 washer occurred and no smoke was produced or observed. The reported event occurred during a washing cycle which completed successfully. The technician replaced the pump motor, contactor and overload relay, tested the washer and confirmed the unit to be operating to specification. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported a burning smell emitting from their reliance 444 washer. No report of injury, procedure delays or cancellations.